Event description:
Non-integration. Patient had pain and tenderness in the jaw. Dr removed on 10/3.

Event description:
Non-integration. Patient had pain and tenderness in the jaw. Doctor removed on (B)(6).